Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-05783 / 05786).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient¿s left hip was revised in 2012 and right hip was revised on (B)(6) 2012 due to patient allegations of pain, loosening, elevated metal ion levels and tissue/bone destruction. A review of invoice history found two additional surgeries for this patient but sides are unknown. Dates for the two additional procedure are (B)(6) 2009 and (B)(6) 2013 and both invoices suggest the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient's left hip was revised in 2012 and right hip was revised on (B)(6) 2012 due to patient allegations of pain, loosening, elevated metal ion levels and tissue/bone destruction. A review of invoice history found two additional surgeries for this patient but sides are unknown. Dates for the two additional procedures are (B)(6) 2009 and (B)(6) 2013 and both invoices suggest the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip revision was performed on (B)(6) 2009 and was due to pain and a loose acetabular cup. The patient's operative report noted scar tissue and loose acetabular cup. Additional information provided in patient medical records indicates right hip revision was performed on (B)(6) 2013 and was due to a loose acetabular cup. The patient's operative report noted brown fluid, metallosis, loose acetabular cup, cysts, and bone loss.